Manufacturer narrative:
Concomitant products: product ID 3888-45, lot# va05slk, implanted: (B)(6) 2013, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3888-33, lot# va03dt1, implanted: (B)(6) 2013, product type lead; product ID 3888-33, lot# v394049, implanted: (B)(6) 2010, product type lead; product ID 3888-33, lot# v386602, implanted: (B)(6) 2010, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
It was reported that there was a communication problem and an implantable neurostimulator (ins) overdischarge was suspected. The patient was unsure of the last time they felt stimulation and the last recharging successful session was about a month prior to the report. It was further reported that the patient was not able to get their ins to recharge. The patient first tried a couple of days prior to the report and it would not charge. It was noted that the recharger itself was fully recharged and working fine. The patient reportedly did not always feel stimulation. The patient commented that it depends if they have increased it while traveling. It was then reported that the patient last successfully recharged right before an MRI. The patient reportedly turned it off for the MRI and turned it back on about a month prior to the report. Additional information has been requested but was not available as of the date of this report.